Event description:
It was reported while using bd vacutainer® push button blood collection set, cuts were found in the tubing of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. A total of 10 retained samples were visually inspected, and no damaged tubing was found. This complaint has not been confirmed for the indicated failure mode: damaged tubing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, cuts were found in the tubing of an unspecified number of devices. No adverse impact was reported regarding the patient or user.